Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicated that guide manufacture occurred per established processes. The returned guide's trajectory aligned with the treatment plan. However, factors were identified which may have contributed to the trajectory deviation during implant surgery. The deviation is likely caused by changes in patient morphology. The patient scan used to fabricate the guide was taken on (B)(6) 2018 and showed that the site 29 was not yet extracted. Per communication with the doctor, site 29 was extracted on (B)(6) 2018 and grafted. The implant surgery was performed several months later on (B)(6) 2018. As the guide was manufactured based on a 6 month old scan and the site had been extracted and healed between the scan and surgery date, patient morphology was altered and deviated the implant trajectory. [(B)(4)].

Event description:
The doctor used the guide for drilling and implant placement. After some drilling, he realized the drill trajectory was too buccal and perforated the buccal plate. The surgery occurred on (B)(6) 2018; however, the incident was not reported to anatomage until 10/22/2018.